Event description:
The customer reported that the system displayed a milliamp error message and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filaments were calibrated and the kilo-voltages and the dosages were checked. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.